Event description:
Procedure type: colon resection. According to the reporter: after firing, rotated wingnut, but the device could not be removed. The proximal bowel was not cut, malformed staples were found, and a green part was detached from the device. Used another device and anastomosis was completed. Nothing fell into the pt cavity. No bleeding and no pt injury reported.